Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ca2 (calcium gen. 2) assay on a cobas c 503 analytical unit. The reporter also mentioned quality control issues for 8 different assays. The sample initially resulted in a ca2 value of 4.9 mg/dl. A second sample drawn from the patient resulted in a ca2 value of 5.8 mg/dl. This result was reported outside of the laboratory. A third sample drawn from the patient resulted in a ca2 value of 9.4 mg/dl. A few hours later an ionized calcium was run and "was normal". The initial and second samples of the patient were then repeated on a second cobas c 503 analyzer, both resulting in ca2 values of 8.2 mg/dl. These results were deemed correct. The ca2 reagent lot was 66107701 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable with no alarms. Quality control recovery prior to the event was within the provided ranges. Upon review of the alarm trace, several "abnormal aspiration" alarms were observed. These are indicators of possible poor sample quality. The field service engineer adjusted the cell wash and rinse levels and checked the cell blank levels. The customer performed calibration, quality controls, and correlation studies successfully. The field service engineer confirmed the instrument was running back within specification. The investigation determined the service actions performed resolved the issue.